Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, experienced bilateral deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2018.this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 4/15/2019, mentor became aware that the devices received and reported as the suspect medical devices, were non-mentor devices. As such, the investigation will be closed. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).